Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 05/28/2015 to 09/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Customer reported error code 121.2002.

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no case description: 8015 sn: (B)(6) customer wanted to know how to fix this error code. Replace power supply processor board/ I explained to the customer that he needed to replace the switching power supply board. The customer said ok. I told the customer the part number for the switching power supply board and transferred him to customer order management for pricing.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 121.2002. Technical support - replace power supply processor board/ I explained to the customer that he needed to replace the switching power supply board. The customer said ok. I told the customer the part number for the switching power supply board and transferred him to customer order management for pricing. A review of the device history record for sn(B)(6) was performed from 05/28/2015 to 09/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue of error code 121.2002. Technical support - replace power supply processor board. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.